Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex b,c and d codes h3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported there was multiple devices with power cord damage. The cords have been replaced by customer biomedical engineering. There was patient involvement but no harm. No devices will be returned for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was multiple devices with power cord damage. The cords have been replaced by customer biomedical engineering. There was patient involvement but no harm. No devices will be returned for investigation.